Manufacturer narrative:
Additional information was received on 1/26/2026 stating "the patient is still on support. They switched the aic to another aic and have not had any issues involving placement signal not reliable (psnr)." However, the pump has subsequently been explanted and the affected console has already been returned for evaluation. Updated information: g1 MFR contact fax number added.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Corrected information was provided in h3 (device evaluated by manufacturer?). Upon review, it was identified that it was inadvertently omitted from the follow up # 2 report. Additional information was provided in b5 (event description). Upon review, it was added due to new information received.

Event description:
Additional information was received indicating that an rn state that the impella aic started having a psnr alarm at approximately 6:30 last night. The pump was placed in the or approximately 2-3 hours prior. The white cable is fully inserted and position confirmed by echocardiography. Patient is on p8 with flows approximately 4.8l, motor current pulsatile.

Event description:
Clinical rationale: a 57 year old male underwent elective impella placement via direct right-sided surgical access on (b)(60 2026 at 15:40. The reported issues were limited to psnr alarms and a subsequent yellow controller error, both of which resolved after controller replacement. Pump performance remained stable. The impella 5.5 will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however the exchange was performed with no consequence to the patient and support. The patient remains on support.

Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed. This is one of two related reports. This report represents the automated impella controller and another report was submitted to represent the impella 5.5.

Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the placement signal not reliable alarms is a failing bulb in the optical pressure measuring unit. The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.